Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of mesh, cystoscopy and urethral calibration on (B)(6) 2012 for pain. It was reported that the patient underwent excision of mesh, urethrolysis, cystoscopy, hydrodistention and bladder instillation on (B)(6) 2012 and (B)(6) 2013 for pain. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-31951.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.